Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a insulin flow blocked alarm. The customer¿s blood glucose level was 356 mg/dl. Customer reports they tried all remedies. Customer reports alarm did not occur during fill tubing. Customer states that for event blood glucose level was high. Customer was not able to troubleshooting at time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No excessive no delivery or occlusion alarm noted.